Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Static images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. It was reported the nose cone of the delivery catheter system interacted with the valve which resulted in aortic dislodgement. Medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. The dislodged valve was snared to the descending aorta, and the second valve implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: a4. B5. D10. Product ID: gwbc30 confida guidewire lot number: unknown product type: guidewire implant date: n/a explant date: n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the right transfemoral artery was used as the access site, and a medtronic guidewire was used for implant. A pre-implant balloon aortic valvuloplasty (bav) was not performed because the transcatheter valve was implanted inside a previously implanted 23 millimeter (mm) non-medtronic surgical aortic valve. The cuspal overlap technique was not performed due to the fact that the valve was implanted valve-in-valve, and the sewing ring of the previously implanted surgical valve was used as the baseline for the implant depth. The training guidance for slow deployment was followed, however, prior to slowly withdrawing the dcs, the nosecone was not centered within the frame inflow. Guidance was given to the implanting physician as the dcs almost caught the inflow of the valve with the nosecone. Back tension was given on the guidewire, and the dcs was able to pass the nosecone through the inflow leaflets, prior to getting caught on the outflow crowns. The dcs was not twisted or torqued at any point during deployment. Per the physician, minimal tension was observed in the system, and the deployment depth of the valve was 4-6 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). Additionally, there was minimal guidewire left in the left ventricle while retracting the dcs and centering the nosecone, which may have impacted the dislodgement of the valve. Per the physician, the aortic root angle measured approximately 65 degrees, and under angiogram, the aortic root looked more horizontal which contributed to the dislodgement. It was further reported that the nosecone of the dcs was riding the inner frame of the valve during retraction of the dcs, even with back tension of the wire which also contributed to the dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Other medical products in use during the event include: brand name: vlv evolutfx-26 product ID: evolutfx-26  serial number: (B)(6) continuation of d10: product ID:  l-evolutfx-2329 lot number: unknown implant date: n/a explant date: n/a product analysis: the dcs was discarded and the valve remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, upon withdrawing the delivery cathe ter system (dcs), the nosecone caught on the outflow crown of the valve, and the valve subsequently dislodged. The valve was snared, and pulled into the descending aorta. A second valve was prepped and loaded on a new dcs. The valve was implanted in the aortic position. No gradient, aortic insufficiency, or paravalvular leak (pvl) was observed. The patient remained stable throughout the entire procedure, despite added procedural time to place the 2nd valve. No additional adverse patient effects were reported.